Manufacturer narrative:
Evaluation of the returned lighting unit was unable to confirm the reported event. There was no damage visible on the returned device. During functional testing, the audio and visual cues were found to be functioning as intended. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning indicator light was blinking yellow after approximately twenty seconds of aspiration. After disconnecting the cat12 from the lightning, there was intermittent blood flow into the penumbra engine canister (canister). It was also reported that the lightning indicator light continued to flash yellow after opening and closing the valves. Approximately one minute later, the issue resolved. The procedure was completed using the same lightning and the same cat12. There was no report of an adverse effect to the patient.